Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from spanish to english: the client, at the moment of using the syringes, notices that they contain some liquid inside them, without being used describes patient / (hcp) / user impact does not use syringe and makes claim directly at the pharmacy location.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from spanish to english: the client, at the moment of using the syringes, notices that they contain some liquid; inside them, without being used; describes patient / (hcp) / user impact; does not use syringe and makes claim directly at the pharmacy location.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.